Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) met with patient to discuss a battery replacement since the current battery hit elective replacement indicator (eri). An impedance test showed electrode 2 and 7 greater than 10,000. The patient had not had any falls or injuries that could have contributed to the issue. The patient's favorite program was not utilizing these electrode and he was still getting great pain coverage.